Manufacturer narrative:
A ge service representative performed an on site investigation. The generator backplane was replaced. The system was then found to be working as intended.

Event description:
The customer reported the system displayed a communication error during a procedure. No report of patient injury.